Event description:
Information received indicates the customer states she assumes mom sets pump on infinity since patient needs 24 hour continuous feed. First feed the formula in prepared and poured into bag. Line is primed using pump. Feed completes but pump does not alarm when done and is pumping air in the line. Bag used is new. After 24 hours, pt is disconnected from pump and new bag is connected. Prepped primed and connected to patient. Frequency of feed is 6 times in a 24 hour period. Customer stated after each feed is completed in that 24 hour cycle patient's mom open bag cap pours newly mixed formula into bag closes bag and continues feed. Also states that since pt is on continuous feed, formula is newly mixed and poured into bag without a time for it to sit. Customer also stated that pump alarmed no food in on first program run.

Manufacturer narrative:
Pump performed as designed.